Event description:
Caller reported a malfunction alarm identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete instructions for a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.